Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was also reported that the customer experienced an elevated blood glucose (bg) level of 597 mg/dl. Cause was not known. Customer addressed bg level via correction bolus via manual dose injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.